Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crplx c-reactive protein (latex) on a cobas integra 400 plus (i400+). The erroneous result was reported outside of the laboratory. The sample initially resulted s 0.41 mg/dl. The laboratory physician did not trust the result, so the sample was repeated. The repeat result was 23.10 mg/dl, which was believable. There was no allegation of an adverse event. The crp reagent lot number and expiration date were asked for, but not provided. No further issues have occurred at this time.

Manufacturer narrative:
The field service engineer stated that the customer issue was a single event and could not be reproduced. There was no harm to the patient as the low value was recognized before any further actions were taken. The customer has not had any additional issues. Quality controls and calibration were within specifications. A specific root cause could not be determined based on the provided information.